Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to infuse zosyn (50 ml infusion running at 12.5 ml/hour- for 4 hours). In the medical surgical unit. Infusion was running on the screen as if it was infusing, but no volume had actually infused. 50ml should have been infused however, the bag was still full (everything was clamped, tubing was ok, but there were no alarms) at the end of the 4 hour infusion time. This occurred during an unspecified process step. The antibiotic timing needed to be re-adjusted however, there was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "pump was running/sounding/showing on the screen as if it was infusing, but at the end of the 4 hour infusion time, the pump alarmed that the volume to be infused had infused, but no volume had actually infused" was not reproduced. The log revealed an infusion with ten upstream occlusion alarms, that potentially could impact flow accuracy. User stopped the pump and unloaded the set. The infusion was not resumed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.